Event description:
It was reported that following an uneventful novasure endometrial ablation the physician did a laparoscopy for a tubal ligation and saw "blanching of the outside of the pt's uterus [located in] pt's right cornea". No bowel injury was seen and no treatment was given. The pt was discharged home. On (B)(6) 2013, it was reported "the pt continues to do fine."

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).